Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to connector voltage leak at interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple unexpected restart, a cold reset was performed alarms after battery change. Customer's blood glucose value was 237 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear and rewind the insulin pump. The device will be returned for analysis.